Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a ventricular threshold test, the connection between the patient connector and the implantable device was interrupted, resulting in a warning message indicating the loss of connection. After selecting ok, an hourglass icon appeared on the screen. Troubleshooting steps were taken to include minimizing the mobile programmer application, navigating to the home screen, and reopening the application. Upon reopening, the screen appeared completely white. The same process was repeated, after which the electrograms (egm) from the device was visible again, but all operational buttons were grayed out and unresponsive. The mobile prog rammer application was force closed, and the device was reinterrogated after the surgical incision was closed. No patient complications have been reported as a result of this event. Application version: 5.3.2 host tablet os version: 18.5.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the connection between the patient connector and the implantable device was interrupted, resulting in a warning message indicating the loss of connection was confirmed. Analysis of the service logs found the customer comment that an hourglass icon appeared on the screen was confirmed. Analysis of the service logs found the customer comment that the screen appeared completely white could not be confirmed. Analysis of the service logs found the customer comment that all operational buttons were grayed out and unresponsive was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Application version: 4.4.2 host tablet os version: 18.5.